Event description:
It was reported by the neurologist that the patient has been convulsing without improvement since vns battery was replaced. It was reported that the patient has had uncontrolled seizures despite high parameters and duty cycle. System diagnostics reported the generator was functioning as expected. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient's settings were adjusted in response to the increased seizures in 2020. The patient also underwent a battery replacement and was reported to be doing well since. Additional information was received that the explanted device is not available for return. No other relevant information has been received to date.